Manufacturer narrative:
Results: the benchmark was fractured beneath the strain relief approximately 2.0 cm from the hub and 8.5 cm from the hub. The device was kinked approximately 9.5, 31.5, 41.0, 55.0, 58.0and 81.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture near the hub beneath the strain relief. If the device is forcefully retracted from its packaging at extreme angles or is otherwise mishandled during use, damage such as a kink may occur. If a kinked device is further manipulated, damage such as a fracture may occur. Further evaluation revealed an additional fracture and kinks throughout the length of the device. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, it was reported that the benchmark became fractured near the hub. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.